Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the tip falling off is consistent with force being applied to the tip while performing tissue incision when the strength of the adhesive used to affix the cutting knife to the tip was decreased by high heat from a spark discharge. A spark discharge can occur from contact between the tissue and electrode during output activation due to the high-frequency output being set too high, the electrosurgical unit being used in coagulation mode, or the output activation time being too long. However, the exact cause of spark discharge generation could not be identified. Therefore, the specific root cause of the reported event could not be determined. The issue can be detected/prevented by following the instructions provided in the kd-611l instruction manual which provides the following warnings: ¿ when the electrosurgical unit is used in the coagulation mode, crack/detachment of the tip and the electrode or deformation/break of the cutting knife could occur, for example when the high-frequency output is set too high or the length of the contact between the cutting knife and tissue is too short. During treatment, always ensure that the slider slides on the handle smoothly and that the electrosurgical knife observed in the endoscopic image is normal. Should cracks or detachment of the tip or deformation/break of the cutting knife be detected during use, immediately shut off the power supply, discontinue the procedure, pull the slider and withdraw the endoscope from the patient with the cutting knife retreated in the insertion portion of this instrument. Do not continue using an abnormal electrosurgical knife to prevent perforation or hemorrhages. If the tip or cutting knife is detached be sure to collect it using grasping forceps. ¿ aspirate fluids such as mucus that adhere to the electrode and/or the cutting knife, outer sheath and body cavity tissues. Patient injury such as punctures, hemorrhages, mucous membrane damage and thermal injury of tissue could result if output is activated when in contact with these adhering fluids. When current is discharged while the cutting knife is being separated from the mucosa under wet situation, it may break the cutting knife or crack the tip. ¿ always operate the electrosurgical unit at the minimum output level and for the minimum time necessary to successfully complete the procedures. Excessive output level and time may result in patient injury, such as punctures, hemorrhages or mucous membrane damage. Application of high-voltage waveforms for extended periods increase the likelihood that it may break the cutting knife or crack the tip. When a high-voltage waveform has to be used, minimize the duration of current application. ¿ electrosurgical unit: voltage intensities of various waveforms soft coagulation < cut / pulse cut < forced coagulation. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that while using the single use electrosurgical knife, the tip burnt off and fell into the stomach. The doctor replaced electrosurgical knife and the tip burnt out at quick timing and fell into the stomach. The issue occurred during a therapeutic gastric endoscopic submucosal dissection (esd) treatment which was completed with a third electrosurgical knife successfully. The fallen pieces were not collected at the doctor¿s discretion. There were no effects to the patient and no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation found that the tip was detached. Should additional relevant information become available, a supplemental report will be submitted. Related patient identifiers: (B)(6).